Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to eye irritation,eye infection and beginning of asthma. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous report was filed as a product problem after the pms decision, there is change in reportability decision, so the correction report filed as an adverse event. In this report, adverse event/product problem section, both was selected. Product problem was checked in the previous report. Outcomes attributed to ae was selected as other. Previously it was blank. Type of reported complaint was selected as serious injury. Product problem was checked in the previous report. Health impact grid was corrected in this report.